Event description:
It was reported that during implant, the left ventricular (lv) lead was dislodged while slitting and could not be fixed well. The lv lead was removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. (B)(4).